Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, there was interlock failure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
Device not available for eval.